Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced bodily injuries, discomfort, pressure, continued incontinence, discharge, scarring, infection, odor, and bleeding.

Manufacturer narrative:
The device remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently address potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced non-healing vaginal incision with revision, mesh exposure/erosion requiring three revisions, vaginal polyp, a rectocele with subsequent posterior colporrhaphy with surgisis and sacral spinous ligament fixation.